Manufacturer narrative:
The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced troubled breathing during the third dwell cycle of peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the difficulty breathing was unknown. The patient's caregiver was assisted over the phone to reduce the fill volume setting in addition to performing a drain and draining relieved the patient's symptoms. At the time of this report, pd therapy was ongoing. No additional information is available.